Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgery transforaminal lumbar interbody fusion at l4-l5 due to degenerative disc disease. Intra-operatively, the tip of driver broke off in the multi axial screw. Tip remained in screw but was captured and secured under the rod and set screw. No patient complications were reported.